Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that the customers battery was depleting quickly. Customers blood glucose was approximately 136- "high" on gcm mg/dl elevated blood glucose was addressed by a bolus on the pump and manual insulin injections.